Manufacturer narrative:
(B)(4). Date of event: only event year known: 2021. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the hp054 device was received with the nose cone cracked and the mount was noted to be loose. No functional testing could be performed due to the nose cone was extremely cracked and no instrument could be attached to the handpiece. The instrument was disassembled to inspect internal components. The moisture indicator was positive, due to the cracked nose cone, moisture entered the handpiece mid housing. It is possible that the ingress of moisture affected handpiece functionality. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Although the analysis was unable to determine the exact root cause that leads to the crack in the handpiece nose cone. Additional information was requested, and the following was obtained: did the patient experience any adverse consequences due to this issue? This handpiece has not reached its number of uses. There was no problem on the patient. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, the handpiece cannot be screwed with any single-use device. It seemed there is a defect at the screwing level and a fissure.